Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient used the patient programmer (pp) over the weekend and noticed por. The patient stated that they were exposed to medical test or emi environmental exposure. Patient had a cardioversion on sept 27th. Reviewed cardioversion could cause por. Due to type of pp or type of error, troubleshooting could not be done. The patient was directed to the hcp. There were no further complications.